Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two nc euphora balloons, both balloons burst during balloon inflation. The devices were inspected with no issues noted. Negative prep was performed on both devices with no issues noted. The lesion was predilated. Resistance was not encountered when advancing the devices and excessive force was not used during delivery. The 3.0x20mm nc euphora was inflated twice at nominal pressure of 12 atm and then burst. The device was changed to another 3.0x15mm nc euphora which was also inflated twice to nominal pressure of 12 atm but then burst. The balloon was switched to a non medtronic non compliant balloon and the case proceeded normally without any other incident. The patient is alive and unharmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation with the balloon folds in a post inflated state, contrast was visible in the balloon. The balloon failed the negative prep test. Upon pressurization of the device, liquid was observed exiting the balloon working length, and the balloon failed to maintain pressure. Visual inspection revealed a longitudinal tear in the balloon material. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.